Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who was having a 400cc mentor tissue expander placed in her thigh experienced deflation post procedure. The patient had three expanders placed in her thigh for a procedure performed on (B)(6) 2019. On (B)(6) 2019 the patient had one of the expanders replaced due to rupture. The expander was found to have deflated at the juncture of the hard backing and the expandable portion of the device. Ruptures were found on the bottom and at the corner of this area. The patient was discharged and sent home on that same date. A medwatch was submitted by the hospital in which the procedure was performed.